Event description:
It was reported that foot control assembly has a cut in the cord. No back up device was available. No patient injury was reported.

Manufacturer narrative:
The device, intended for use in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Factors which can lead to damage cord include: damage sustained to the foot control assembly cable which could have been caused by running over with another portable object/machine or excessive tensile stress applied to the cable causing damage as a result of consistent use over time. There are no indications to suggest the device did not meet product specifications upon release into distribution.